Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in the operating room for a pacemaker system implant. During the procedure, the right ventricular lead exhibited poor sensing. Attempts to reposition the lead did not resolve the issue. The lead was no longer used and replaced. The patient was in stable condition post procedure.